Event description:
It was reported on (B)(6) 2012, during a monarc implant procedure, "when the device was inserted, a small piece of plastic sleeve that protects the monarc hammock fabric, failed to peel away from the device and remained adherent." Because a replacement device was not available at the time, "the device remained in situ and the procedure was completed." The patient was informed of the incident and was returned to the operating room the following day, on (B)(6) 2011, "where the device (with the small adherent plastic) was removed and a new device was inserted without difficulty." There were no adverse patient outcomes reported.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.